Event description:
The rocker arm could not be unlocked of the mayfield skull clamp when in the "unlock position" and was blocked. There was pt contact, but no pt injury or death involved with this event. It is unk if the event led to an increase of surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.